Manufacturer narrative:
Date of event is estimated. It was reported to abbott the patient¿s ipg became inoperable due to user error. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg was deemed inoperable. As a result, the ipg was explanted and replaced to address the issue.